Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 which occurred on the homechoice (hc) during use. The registered nurse (rn) stated that the alarm occurred in therapy yesterday and was concerned if machine was working properly. The baxter technical service representative (tsr) explained the alarm and possible causes and advised rn that the machine was okay to use. The solution to this issue was provided over the phone. Product surveillance contacted the nurse on (B)(6) 2011 regarding the system error 2240 alarm. Even though the tsr advised the nurse the hc was ok to use, she still changed the hc with another hc machine at the clinic's facility. This resolved the alarm; however, the cause of the alarm remained unknown. The nurse was not able to verify if there was loose connections, disconnections or defects on the supplies. The nurse stated that they connected the supplies to the hc, primed the cassette, and hooked up the home patient. The nurse was not present in the room at the time during dialysis. The home patient had called the nurse when the cycler alarmed. The nurse could not verify if the home patient had disconnected themselves or not. Per the nurse, the home patient did not receive any injury or medical intervention as a result of this incident. The nurse stated that the home patient was doing fine and continuing therapy without issues. The nurse stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the clinic's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Label review was not performed no user error was suspected. An individual trend review was not performed. Renal qe, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take action as appropriate.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample was not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.